Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer contacted the technical service engineer (tse) regarding the armnet4 being disabled . According to the customer the da vinci system was working for the universal surgical manipulator 4. The procedure was aborted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical procedure was completed robotically after bringing in another patient side cart. There was no patient injury or harm. Patient demographics were not available.

Manufacturer narrative:
Correction: failure analysis for the correct universal surgical manipulator. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator was analyzed and found in system logs, the ¿319¿ error was found indicating ¿not present at startup¿ on the usm ¿0x2¿ axis, confirming the fault occurred in the field. The usm was installed onto a patient side cart fixture test platform (pftp) where ¿check all boards¿ was found to be failing on the ¿0x2¿ axis. The axes controller, arm (aca) board was verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The complaint regarding recoverable errors was confirmed by failure analysis. The probable root cause is attributed to communication errors pertaining to the aca board of the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction- d9 updated with the date product was received. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found in system logs, the 1126 error was found indicating power has fallen below warning limit on the downstream from the axes controller spar (acs), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system where the 1126 error was triggered, replicating the reported event. The unit was then installed onto an in-house patient side cart fixture test platform (pftp) where the unit failed the fiber test on the parallelogram, replicating the reported event. An in-house parallelogram fiber was installed, and the unit passed all relevant testing within specification, verifying the parallelogram fiber to be the source of the fault. The complaint regarding errors on arm 4 was confirmed by failure analysis. The probable root cause is attributed to the parallelogram fiber assembly in the usm.